Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose (bg) level was "high" on the continuous glucose monitor with high ketones. Ketone levels were identified as life threatening by health care provider. Customer¿s mother woke patient up and tried to delivered a correction bolus. Customer called ems and was taken to the emergency room and ultimately admitted to the intensive care unit with a bg greater than 420 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2021.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.